Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 537 mg/dl at the time of incident. The insulin pump was not on auto mode at the time of incident. The customer stated that for last month now she has had an issue with her infusion set sites. Customer keeps getting skin infections at the infusion set sites. Customer reports that they did not receive medical treatment as a result of site issue. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.